Event description:
It was reported that stent damage occurred.a 18x90/10fr uni plus 75cm wallstent endoprosthesis was selected for use for a venous compression procedure. The stent was advanced over a .035 non-bsc guidewire. When the physician attempted to deploy the stent, the stent moved down significantly. An attempt to re-sheath the stent was made before the stent reached the second marker, but the stent buckled and was no longer the same length. The physician then removed the whole system from the body and saw that the distal end was kinked. Another 18x90/10fr uni plus 75cm wallstent endoprosthesis was selected for use, however, the same issue occurred. The procedure was completed with a larger stent and deployment was started higher, which was done successfully. There were no patient complications reported.